Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube doesn't close properly. The yellow cap tube doesn't have a seal, it looses the vacuum when the needle is connected into it."

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b.5. Describe event or problem: it was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube doesn't close properly. The yellow cap tube doesn't have a seal, it looses the vacuum when the needle is connected into it." MDR ownership legal site name: becton dickinson ind. Cirurgicas ltda; d.2. Medical device catalog#: 360060; d.2. Medical device lot#: 1298145; d.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda; d.4. Medical device expiration date: 2022-10-31; d.5. Unique identifier (UDI) #: (B)(4); g.2. Manufacturing location: becton dickinson ind. Cirurgicas ltda; h.4. Device manufacture date: 2021-12-09.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube doesn't close properly. The yellow cap tube doesn't have a seal, it looses the vacuum when the needle is connected into it."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed related to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of difficult to insert stopper and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube sst plh 13x100 5.0 plbl gold br there was stopper creep out or loose closure and under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the tube doesn't close properly. The yellow cap tube doesn't have a seal, it looses the vacuum when the needle is connected into it."